Event description:
It was reported to philips that the "pipes are blocked" (blower). There was no patient involvement or harm. This event was reported to have occurred during testing during maintenance. There was no delay to therapy.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
The authorized service provider (asp) confirmed and duplicated the reported issue. Following the evaluation of the device, the asp replaced the blower to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.